Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, on (B)(6) 2024 patient experienced occlusion alarm. After troubleshooting with it was determined that the blockage was in the tubing. Blood glucose ran high when this happened, indicating a true blockage. The patient changed their supplies as necessary and resumed insulin therapy. The patient reported occlusions occurring every 2-3 days, typically on day 2 of site wear during basal delivery. No further information available.